Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, it was noted the atrial lead exhibited noise, all other values were stable. The patient did not experience any adverse consequences.